Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A device history review revealed no issues that could have caused or contributed to this issue. During evaluation, internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The device pneumatic system was analyzed and revealed no leak and all pressures were correct & stable. A short simulated therapy was successfully performed. Upon conclusion of the investigation, the cause of the reported issue was determined to be insufficient drain; false empty detect at initial drain and initial drain volume was met. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during dwell one of four of peritoneal dialysis therapy. The patient was connected at the time of the event. The patient reported that they felt overfilled. It was reported that the patient¿s largest prescribed fill volume was 2500ml; however, their manual drain volume was 4937ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.